Event description:
A patient using the on-q pump following spine surgery complained of leg pain and patchy numbness, so the pump was discontinued. The pump still had fluid in it, so it is not known if the pump flowed faster than expected. Pump was filled to 300ml. The patient had a CT scan, and found a pocket of fluid in the muscle, presumed to be the marcaine, the drug being delivered by the pump. The catheter had been placed "in the muscle." No other information available.

Manufacturer narrative:
Evaluation summary: the device involved in this complaint has not been received for evaluated. The information contained herein is based on the information provided by the initial reporter. The information provided indicated that the patient developed a pool of fluid (presumed to be marcaine) in the muscle following spine surgery. No culture of the fluid was conducted by the facility. The pump was reportedly filled to 300ml, which is below the recommended minimum fill volume of 340ml for this 400ml pump. This can cause the pump to deliver above the designed flow rate of dual 2ml (4 ml total) per hour. This faster rate is addressed in the directions for use (dfu). The pump will be evaluated when received. At the conclusion to the evaluation, I-flow will file an updated report.